Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) displayed a mid:01 (post watchdog) error message during the power-on self-test (post) was confirmed during functional testing and review of the event log. The root cause of the reported complaint was the failure of the power supply. The event log review indicated multiple mid:01 errors, confirming the reported complaint. The mid:01 error occurs during the power-on self-test (post) when the 24v and 48v power supply modules are activated. The system allows one upper processor arm communication timer cycle (2.5 seconds) for both modules to signal an ok status. If either module fails to do so within this timeframe, the alarm is triggered. The thermogard system failed functional testing due to mid:01 (post watchdog) error displayed during the power-on self-test (post), confirming the reported complaint. The power supply assembly needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During device check, the customer reported that the thermogard xp ivtm system (sn tgxp12559) displayed a mid:01 (post watchdog) error message during the power-on self-test (post). No patient involvement.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.